Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. Clarification to d6a implant date: partial date 2014. Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and two openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.